Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Patient representative reported ¿right side inflammation¿, ¿fear of alcl¿, ¿itching¿, ¿pain¿, ¿swelling¿, ¿seroma¿, ¿contracture¿, ¿discomfort¿, ¿tightness¿, ¿asymmetry¿, ¿anxiety¿, ¿panic disorder¿, ¿post traumatic-stress¿, ¿depression¿, ¿insomnia¿, ¿chronic headache¿, and ¿aggravation of underlying conditions including ibs. Device has been explanted.